Event description:
During evaluation of a returned homechoice machine, three increased intra-peritoneal volume (iipv) events were identified which occurred during therapy initiated on (B)(6) 2012 at 21:01:44. During night drain cycle 12, the patient's ultrafiltration reading was 559ml, indicating the home patient (hp) drained 559ml more than their maximum programmed fill volume of 800ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.